Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was unable to initiate stimulation. A diagnostic test found impedance issues for several lead contacts. Surgical intervention was undertaken for further interrogation. Intraoperative testing of the pt's scs system isolated the problem to the pt's ipg. As such, the ipg was explanted and replace. Effective stimulation was recaptured for the pt, and no further impedance issues were noted.